Event description:
It was reported that the fiber cap detached inside the pt at 64,902 joules into a prostate procedure. The cap was retrieved. The procedure was completed with a second fiber. No pt injury was reported. The pt outcome was reported as "okay".